Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 215 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer states that drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Insulin pump will not be returned for analysis.